Event description:
It was previously reported that the patient had never received therapeutic effect from the device, but there was no support of that statement within the actual call transcript. It was reported that the pain pump was giving the patient pain relief. It was reported that the catheter revision was on the evening of (B)(6) 2012. It was also reported that the kink was removed and "taken care of". It was reported that the personal therapy manager (ptm) had been off after the catheter revision on (B)(6) 2012, and when the patient turned it on, the ptm "just kind of, gave me that error like it wasn't connecting". In contrast to previous reports, it was reported that the patient's pain relief had not been the same since the revision; it was reported that the patient was "not getting any relief at all" since the revision.

Event description:
Additional information received reported that the device functioned properly and dose was sub-therapeutic. The physician increased patient's dose. It was also confirmed that the patient underwent catheter revision on (B)(6) 2012. The patient had follow-up on (B)(6) 2012. The pump and catheter were functioning and dose was adjusted.

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8 709sc, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had never received therapeutic effect from the device. It was reported that a catheter revision was done the wednesday prior to the report due to a kink. Since the revision, the patient had not gotten symptom relief she "needed". The reporter stated it had been the same since her revision. It was also reported that the patient had been pressing the navigator key on her personal therapy manager (ptm) and was able to get a bolus. The patient stated that the refill date of (B)(6) 2012 had not changed after her bolus of every 2 hours. The patient also stated that she had stage 4 metastatic breast cancer and she had been using her boluses every 2 hours because she was "in a lot of pain". The medications used in the pump were clonidine and dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).